Event description:
It was reported by the patient that when the power cord was inserted into the carelink monitor the monitor began to "beep". Attempts to reset the monitor were unsuccessful. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary (B)(4): the device was returned and analysis found that the customer comment was confirmed, the device beeps and will not start. It was also noted that there was corrosion and contamination on the printed circuit board assembly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the customer comment was confirmed, the device beeps and will not start. It was also noted that there was corrosion and contamination on the printed circuit board assembly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that when the power cord is inserted into the carelink monitor the monitor begins to "beep." Attempts to reset the monitor were unsuccessful. The monitor was replaced. No patient complications were reported as a result of this event.